Event description:
The facility representative reported an ipump with a condition of "bad motor". This condition occurred during programming/setup in the ob department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an ipump with a bad motor was confirmed and reproduced during product evaluation. The root cause was determined to be a faulty mechanical assembly. The mechanical assembly, including the motor, was replaced to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.